Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message after 12 days of wearing the adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose as the sensor stopped working and experienced symptoms of tinnitus, bleeding from feet, headache, seizure, and a loss of consciousness. There was no report of any third-party treatment for the reported issue as no further information was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. Sim vivo test (simulation of the electrical signal produced by the sensor tail) was performed, and results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message after 12 days of wearing the adc freestyle libre 2 sensor. The customer was unable to monitor their blood glucose as the sensor stopped working and experienced symptoms of tinnitus, bleeding from feet, headache, seizure, and a loss of consciousness. There was no report of any third-party treatment for the reported issue as no further information was reported. There was no report of death or permanent impairment associated with this event.